Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and no delivery alarm. The customer's blood glucose level at the time of the incident was 475 mg/dl and current blood glucose level was 475 mg/dl. The customer had symptoms such as thirsty. The customer was treated with 12 units of insulin. The customer does not have backup plan. The insulin pump will not be returned for analysis.